Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6fr device. When deploying the needles, the posterior needle missed the barrel. Needle backdown was partially successful with the anterior needle backing down into the sheath and the posterior needle remaining in the subcutaneous tissue. The cardiologist redeployed the device. The anterior needle deflected into the subcutaneous tissue. The cardiologist located the needles with fluoroscopy and retrieved both of them using hemostats through an enlargement in the dermatotomy. The device was removed and a prostar xl 8 fr device was used for successful closure. The pt recovered without incident.